Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the belt failed an ECG fall off test. The cause for the failure was the cable connecting ECG "a" and ECG "b" and the front therapy electrode was pulled from the strain relief, damaging wires in the cable and the j703 component was broken off of the dn pca. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.